Manufacturer narrative:
No observations are performed for the complaint as the event is no complaint against the device. Additional observations: observed opening on posterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional confirmed that there is no complaint against the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "no complaint against the device". This record is for the left side. Device has been explanted. Healthcare professional reported later by rga, "rupture".